Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 34432647.

Event description:
It was reported that the patient had an implantable pulse generator (ipg) pocket infection and open incision with thick yellow drainage. The physician believed that the infection was related to patient going back to work following the implant procedure. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility. The patient was hospitalized and was treated with intravenous vancomycin. Upon follow-up, the patient had been discharged and was doing well.